Event description:
A customer reported that the equipment made a noise followed by a "surge" during a cataract with intraocular lens implant procedure. The pt experienced a rupture of capsule. Add'l info has been requested but has not been received to date.

Manufacturer narrative:
The company rep examined the system and could not replicate the reported "noise" and did not find any issue that would have resulted in an unexpected surge condition. The company rep clarified that the noise was the result of confusion between the surgeon and the nurse who reported the event. The surgeon wanted to report "unstable chamber." The nurse understood and reported "noise." The surgeon stated that the real problem was surge resulting in unstable chamber. The fluidics module was replaced as a diagnostic measure. The system was then tested and met all product specs. A review of the system event log did not reveal any system message or unusual events captured on the day of the reported event. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. (B)(4).